Event description:
It was reported the pt was receiving a new lead on (B)(6) 2011. During the surgical procedure, the physician noted the new lead had two contacts that showed low impedance. The physician attempted to move the lead, and tested the lead during the operation. The physician chose to complete the procedure with a new lead. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.